Event description:
Received call from a clinic nurse concerning pts that have had reports of cramping, diarrhea, and bloody diarrhea following colonscopies. This is a known reaction to inadequate rinsing of colonscopes following disinfection with gluteraldehydes. No pt specific info was available at time of call. Repeated follow up calls and messages have not been successful in gathering more info.